Event description:
The initial reporter alleged a questionable result on a coaguchek xs meter with serial number (B)(4). The exact date of testing is not known. The reporter stated it took place sometime in (B)(6) 2021. A patient was tested with the meter with a result of 4.2 inr. Blood was drawn within 15 minutes and sent to the laboratory where it was tested on a stago compac max with stago reagent. The laboratory result was < 3 inr. The reporter stated the meter result was above the patient's therapeutic range and that all medical decisions were based on the laboratory result. The reporter was unable to provide the patient's therapeutic range.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The occupation is patient/consumer.